Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was brought in for a lead revision as the right atrial lead and competitive right ventricular lead thresholds had gone up significantly. A chest x-ray showed that both leads had been pulled back. The patient was twiddling. Both leads were explanted and replaced. Both leads had tissue in the helix preventing them from being reused. The doctor did not say the leads malfunctioned. The patient was stable.